Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the battery cap was damaged and would not stay on the insulin pump, that the keypad was damaged and that the serial number label was worn and could not be read. The customer also reported a hospitalization due to a diabetic coma. The blood glucose reading was 1,000 mg/dl. The insulin pump was removed while the customer was in the ambulance and the customer ceased use of the insulin pump since then, due to the damage. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.